Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 system gave an alarm (error code unknown) that was going off intermittently. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to check the device and could not confirm the reported issue. Device was inspected and functionally tested as per preventive maintenance guideline and no issue with alarming was found. The unit was then returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on investigation findings, the issue could not be confirmed and the root cause conclusively determined. It could not be ruled out that an intermittent electrical failure as a loose connections, a false contact or an oxidized electronics led to the reported issue, and subsequently was completely resolved by field service engineer during technical intervention. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.